Event description:
It is reported that the customer had high blood glucose it was 549mg/dl. Customer requested to troubleshoot high blood glucose. Troubleshoot was performed. No further information provided.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump passed the unexpected restart error test. No unexpected restart alarm noted. Insulin pump alarm found in the alarm history file due to corrupted history file. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.